Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the lead breakage was undetermined and the healthcare professional speculated that it might have been due to the patient weight loss and the ins flipping over and over could have cause the lead breakage. No further complications were noted or anticipated.

Manufacturer narrative:
Other applicable components are product ID 3889-28, lot# va15up0, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacra nerve and gastrointestinal/pelvic floor it was reported that patient implant was protruding the skin. Patient also reported pain and had lost 20lbs recently. Once the pocket was open during surgery, it was noticed that the lead was tightly wound up and there was a break in the plastic covering the lead. Troubleshooting included removing both the lead and the ins and replaced with a full system. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the lead breakage was undetermined and the healthcare professional speculated that it might have been due to the patient weight loss and the ins flipping over and over could have cause the lead breakage. No further complications were noted or anticipated

Manufacturer narrative:
Analysis of implantable neurostimulator ins serial number (B)(4) revealed battery functions ok with no significant anomalies. Lead serial number (B)(4), revealed no significant anomalies if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacra nerve and gastrointestinal/pelvic floor it was reported that patient implant was protruding the skin. Patient also reported pain and had lost 20lbs recently. Once the pocket was open during surgery, it was noticed that the lead was tightly wound up and there was a break in the plastic covering the lead. Troubleshooting included removing both the lead and the ins and replaced with a full system. No further complications were noted or anticipated 2017-12-19. (Rep): additional information was received. The cause of the lead breakage was undetermined and the healthcare professional speculated that it might have been due to the patient weight loss and the ins flipping over and over could have cause the lead breakage. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who reported the patient's body rejected the implant like the last time they had a revision. No further patient complications have been reported as a result of this event.